Event description:
It was reported that the user was unable to attach an insulin cartridge to the ilet pump during a supply change while reusing a cartridge with remaining insulin; after guidance to perform a rewind and re-insert the cartridge, the cartridge seated and the supply change completed, consistent with a fitting problem related to the reservoir component. Symptoms included no clinical signs, symptoms, or conditions. Outcomes included no health consequences or impact. Investigation included communication with the user and analysis of information provided by the user. Investigation of this case revealed a mechanical problem consistent with a fitting issue at the reservoir. It was concluded, based on previously established findings for similar reports, that the cause was traced to a component failure.

Manufacturer narrative:
Initial.